Event description:
It was reported that during a rotator cuff repair the physician (B)(6) was utilizing a smartstitch perfect passer magnumwire suture cartridge. While attempting to pass the suture through the patients labrum the suture failed to latch on to the surgical site to create an incline mattress stitch. This happened a total of 8 times with sutures from three different lots. The reported event caused a surgical delay of approximately 30 minutes. The procedure was completed; however, details regarding how the procedure was completed were not available. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available. Reference manufacturers report(s): 9019871-2012-00471, 00472, 00474, 00475, 00476, 00477, 00478.